Manufacturer narrative:
Title improved respiratory motion tracking through a novel fiducial marker placement guidance system during electromagnetic navigational bronchoscopy (enb) source radiation oncology, volume 14, 2019 (1-8) article number: 24 date of publication: 11-jul-2019. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed to patients who received robotic sabr for lung tumors from may 2015 until january 2017, all patients used superdimension. A total of 128 patients with 147 treated lung lesions were identified. Enb using the superdimension was used to guide fiducial marker placement with and without the superdimension fiducial wizard tool. Patients in whom the superdimension fiducial wizard tool are called the ¿fpgs group¿ and patients in whom superdimension was used without the fiducial wizard tool are called ¿non-fpgs group¿. Complications for fiducials placed in lesions that used the fpgs (n = 44) included pneumothorax (2.27%) and bleeding (2.27%), ctcae grade I and ii, respectively. For the lesions that did not utilize the fpgs (n = 103), complications included one incidence of grade ii pneumothorax (0.97%). The non-fpgs cohort did also have two incidences of hypoxia and one of hypotension. It will be noted that the two that developed a pneumothorax were undergoing concurrent biopsy and fiducial placement.